Event description:
Based on attorney's initial report: ni/ni/ni - pt required substantial medical treatment and developed scarring, disfigurement and permanent injury due to defective mesh. Based on a review of medical records provided by the pt's attorney: (B)(6) 2005 - repair of ventral hernia with composix kugel mesh. On (B)(6) 2005 - washout, drainage and closure of wound hematoma. The fascia repair was noted to the entirely intact and the previously placed mesh that was behind the facia was completely closed and nonvisible.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the medical records provided, it does not appear that a device failure occurred. The pt underwent washout and drainage of wound hematoma within 48 hours of the implant procedure. However, it was noted that the fascia repair was intact and the mesh behind the fascia was closed and nonvisible. There is no indication that the mesh was defective or that it was explanted and the medical records do not indicate any subsequent procedures. Additionally, a manufacturing review was performed and did not find any discrepancies.